Event description:
A 6f angio-seal sts plus deployed following an angiogram. Hemostasis was achieved without issues, and the pt's anticoagulation regimen was initiated. The pt was discharged the following morning. The pt was readmitted two days later, presenting with a large hematoma. Surgery was performed to repair a pseudoaneurysm. No angio-seal device was found in the vessel. Post-surgery the pt had good pedal pulses. The pt was taking clexane and warfarin.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated ultrasound guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.